Event description:
It was reported that the insulin pump had a crack in the screen and a label that was falling off. The customer did not know the blood glucose reading. She stated that the crack was at the lower left hand corner of the screen, which was likely caused due to wear and tear. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, peeling keypad overlay, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.